Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the root cause of the event was most likely due to improper surgical technique.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2015. During the procedure, the acetabular liner would not engage with the acetabular cup that had been placed in the patient. Another liner was attempted with the same result. The surgeon removed the acetabular cup and finished the procedure with another cup and third liner. There was a delay greater than thirty minutes as a result.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2015. During the procedure, the acetabular would not engage with the acetabular cup that had been placed in the patient. Another liner was attempted with the same result. The surgeon removed the acetabular cup and finished the procedure with another cup and third liner. There was a delay greater than thirty minutes as a result.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.